Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed shingles under the back-therapy electrodes and the lifevest exacerbated the skin condition. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed pain medication for the skin irritation and discomfort. Outcome of the skin irritation is unknown.